Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to a blood glucose level of 40 mg/dl, which was treated with a glucose shot. The customer reported that she lost consciousness, paramedics responded, and transported her to the hospital. Blood glucose level at the time of admission was 75 mg/dl. The customer reported that she was on prescription medication for an infection. The customer stated that she did not receive an alert from the sensor or from the insulin pump that her blood glucose level was dropping. The customer will not return any product for analysis.